Event description:
A (B)(6) female patient contacted zoll customer support to report that one of the electrode belt cables was damaged. The patient was issued a replacement belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon eval, the trunk cable was pulled from the distribution node (dn) strain relief and damaged the j702 connector inside the dn. The cause of the damaged j702 connector is the pulled cable. The root cause of the pulled cable is excessive force. No adverse event resulted from the damaged cable and connector. The patient received a replacement electrode belt.